Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected insulin flow blocked alarms noted during testing. Programmed multiple boluses and monitored; all bolus deliveries were shown properly in the daily history screen. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slightly peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 480 mg/dl at the time of incident and current blood glucose level was 500 mg/dl. The customer reported that the insulin pump received insulin flow blocked alert three times yesterday, and when he got home he changed his infusion set. The customer also reported that during work while sitting, his jeans might have caused an occlusion. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.